Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance was observed on the rv lead. It was suspected that potential of dry socket, scar tissue or pocket encapsulation could have caused the issue since rv to svc vectors remained stable. Patient was brought into clinic for a follow up and lead measurements were taken. Due to lead vectors measuring stable no lead revision was performed. Patient was stable and will continue to be monitored.